Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2021 product type catheter pro duct ID 8596sc lot# serial# (B)(6) implanted: (B)(6)2020 product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2020 product type catheter h3: correction was made to the analysis findings. The 8598a returned catheter was fond to have a broken anchor. The 8596sc catheter was returned and no anomalies were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on 2021-feb-11. The patient reported their pain has improved since catheter revision. The outcome of the event resolved without sequelae on (B)(6) 2021. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, lot# serial# (B)(4), implanted: (B)(6) 2020, product type catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 27-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported on (B)(6) 2021 the patient reported pain relief from bolus was not as it was before/inadequate pain relief from bolus. A catheter dye study was performed and failed. It was noted they were unable to aspirate the catheter. The pump was reprogrammed where the personal therapy manager (ptm) was stopped and the simple continuous was decreased. The outcome of the event was noted as ongoing. The clinical diagnosis was inadequate pain relief from bolus and the device diagnosis was pump unable to enter/withdraw from catheter access port. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021. No further complications were reported.

Event description:
Additional information was received from a healthcare provider via a company representative. The patient¿s height was 5 foot 4 inches and their body mass index (bmi) was 25.75. The patient had allergies to the following: meloxicam, oxycodone, pantoprazole, sodium, penicillin, rifampin, statins-hmg-coa, reductase, inhibitors, sulfanilamide, and sulfasalazine. The patient¿s medical history included nerve damage, diabetes (gestational), back surgery, cholecystectomy, laparoscopy, arthroscopy, hysterectomy (total), and hernia repair. The patient¿s concomitant medications included: arava, carvedilol 25 mg, plaquenil 200 mg tablet, pramipexole ER 3 mg, prednisone 2.5 mg, reclast 5 mg/100 ml intravenous, cephalexin 500 mg, citalopram 20 mg, diltiazem hcl 125 mg/125 ml in 0.9% sodium chloride IV, eliquis 5 mg, ergocalciferol 1250 mcg, forteo 20 mcg, furosemide 20 mg, levothroxine 125 mcg, losartan 50 mg, metformin 500 mg, norco 5mg, omeprazole 20 mg, and oxycodone 5 mg. The device was implanted in left buttock and lumbar spine; catheter tip was at t8 (original location). The patient experienced increase pain. A catheter dye study was performed on 2020-jan-27. The catheter was noted as having migrated out of the intrathecal space. The pump dose was weaned. The preoperative and postoperative diagnosis was post laminectomy syndrome, radiculopathy (lumbar region), other intervertebral disc degeneration (lumbar region), and opioid dependence (uncomplicated). The spinal segment of catheter was replaced. The complete catheter (model 8598a) was explanted and replaced. At the surgery performed on 2021-feb-04, it was noted that the suture had cut through the eyehole of the anchor causing the catheter to fall out. There were not reported environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved. The patient was without injury regarding there status as of 2021-feb-04. The catheter was to be returned to the manufacturer for analysis. As per the logs, the pump administered fentanyl (concentration 1,000.0 mcg/ml, dose rate: 99.9 mcg/day) and bupivacaine (concentration: 10.0 mg/ml, dose rate: 0.999 mg/day as of 2021-jan-27. Eliquis was noted as having been stopped for 3 days.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: 2020-(B)(6) explanted: 2021-(B)(6) product type catheter product ID 8596sc serial# (B)(6) implanted: 2020(B)(6) explanted: product type catheter h1 update: they type of reportable event was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the device diagnosis was updated to catheter dislodgement. On (B)(6) 2021 the catheter had migrated from the spine. The catheter was explanted and a new spinal catheter was implanted. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 8598a lot# serial# (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type catheter; product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2020 product type catheter. H3: the 8598a catheter was returned and no significant anomalies were found. The 8596sc catheter was returned and analysis determined the anchor was broken. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.